Event description:
Dry eye after lasik surgery. Have used restasis for 10 months and found no improvement. Use artificial tears a lot and even they don't work. Currently trying hot wet compresses on my eyes 2 times daily. Almost 13 months later there is no improvement, and it has actually gotten worse. This is not a product complaint. It's just a reporting of constant dry eye after lasik surgery.